Event description:
It was reported that the right ventricular [rv] lead pace/sense impedance has been gradually rising over time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for rv.pace lead impedance on (B)(6) 2012 03:00:04 and (B)(6) 2011 03:00:04. Weekly pace lead impedance log data shows a gradual increase for min and max v.pace= 928 to 1536 ohms range between (B)(6) 2010 and (B)(6) 2012.